Manufacturer narrative:
Upon investigation, merge support found that the customer's server had its ip address changed. While all the configuration files were changed at that time to reflect the new ip address, the registry key update was missed. Merge support was able to update the registry key, which resolved the issue. No further corrective action is needed at this time.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and threedimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. In the afternoon hours of (B)(6) 2016 a customer reported they were unable to login into merge pacs. Physicians and radiologists were able to view patient studies directly at the modality rather than through merge pacs. However, after 4 hours of viewing studies at the modality, the customer elected to send patients scheduled for imaging studies to other facilities. Merge healthcare support investigated the customer's allegation and approximately seven hours after the customer initially contacted merge healthcare about the inability to login to merge pacs, the site regained access. There is a potential for a delay in diagnosis due to the site electing to send scheduled patients to other facilities rather than viewing images on the modality while users were unable to log into merge pacs. Follow-up communication with the customer confirmed there was no harm to patients as a result of this issue. (B)(4).